Manufacturer narrative:
Dr. (B)(6) expressed that she doesn't feel that the products are defective, she feels that she is less effective with this particular sling. As this involves patient adverse events of retention, it will be submitted as an MDR. As per the product IFU #10-139-03, voiding dysfunction and obstruction due to placing too much tension to the mesh implant are known adverse reactions as indicated in the adverse reactions section of the IFU. To prevent this, surgeons are advised to place the sling in a tension free manner as indicated in the surgical techniques sections of the IFU.

Event description:
On 06/26/19 sales rep reports: "one of my surgeons (dr. (B)(6) at the (B)(6) clinic) told me about a few issues this morning that have caused her to switch back to ethicon. She has been using desara blue and desara blue tv for about 4 months now. She had an "obstruction" with two patients using the tot approach. She also had to put a third patient back under anesthesia because of pelvic pain after she implanted our sling. She mentioned that she went back in and it looked like it had completely curled into itself. It sounds to me like she's tensioning it too tightly, which makes sense coming from a pre-ethicon user. I prepped her on tensioning before she started using caldera, but maybe she's still tensioning too tight, causing it to curl. She also made a comment in the past about how our mesh looks like it was not heat-treated in the middle on the top and bottom edge because the mesh looked frayed. This is all of the information I was able to get, as she was in the middle of a hysterectomy when she told me about these experiences." Additional information has been requested from sales rep and surgeon including details, treatment, and lot number associated with issue. On 07/09/2019, dr. (B)(6) reports: "there was nothing "wrong" with the slings that I observed when placing them. It is unusual to obstruct a patient with a transobturator sling. I have never had this happen before until I was using the desara to approach. I don't feel that the products are defective, it may be that I am less effective with this particular sling." Per dr. (B)(6), the dates of the incidents are as follows: (B)(6) 2018 at (B)(6), (B)(6) 2019 at (B)(6) hospital. Lot # for desara blue ov is h03006. Urinary retention sling removal (cal-ds01bov) was completed on (B)(6) 2019. Incomplete bladder emptying sling removal (desara blue tv) was completed on (B)(6) 2019. This submission is MDR 2 of the 3 reported adverse events of obstruction and retention.